Event description:
It was reported that this patient's low reservoir alarm was programmed at 3 milliliters and had occurred on (B)(6) 2013. The patient missed the refill appointment and arrived at the clinic on the date of this report in which it was determined the pump was empty. The patient was reported to be in "terrible shape" and shaking "real bad." The patient symptoms were reported to have started on (B)(6) 2013. This device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot # j0056636r, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was later reported that the patient was shaky and unable to keep his body still from the waist up. The patient had thought that the refill date was (B)(6) 2013, but after having symptoms he realized that he had missed it. The patient outcome was reported as no injury.